Event description:
A report was received that the patient was experiencing pain and discomfort at the pocket site. The patient underwent a pocket revision, during which, the physician relocated the pocket and replaced the ipg with a new one per preference. No device malfunction was suspected. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient was experiencing pain and discomfort at the pocket site. The patient underwent a pocket revision, during which, the physician relocated the pocket and replaced the ipg with a new one per preference. No device malfunction was suspected. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.